Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent shock impedance measurements of greater than 200 ohms. The patient had undergone a non-invasive programmed stimulation procedure in which the impedance measurements were within normal range. After troubleshooting attempts it was determined that the rv lead had a fractured distal coil. The lead remains in service at this time. No adverse patient effects were reported.